Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular over sensing post implant due to intermittent loss of capture. Patient monitoring will continue with follow up. No further information is available at this time.